Manufacturer narrative:
The customer verified that the instrument is operational and that this was an operator error. The operator confirmed that she printed an incorrect label from her hospital electronic patient record's system.

Event description:
The customer stated that the user of the instrument mislabeled a specimen with a different patient's label from the hospital's electronic patient record's (epr) system. The results were reported under the incorrect patient. The rn saw this and knew that no specimen was collected from this incorrect patient. It is stated that an incident report was filed. The customer states the incorrect patient was not treated based on the results reported. There was no report of injury due to this event.